Manufacturer narrative:
The estimate was rejected and the device scrapped per the customer request.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a "service required" alarm condition related to the device's internal battery and power management board was observed.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and internal battery. The power management board and internal battery were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing was due to a cracked solder joint of ferrite (e2). The internal battery was evaluated and found to operate to design specifications.